Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noisy signals. The patient was brought into the clinic and it was reproduced in secondary sensing vector. It was noted that it could not be reproduced in primary sensing vector. It was noted that the patient had recent open heart surgery and the noisy signals appear to be due to sternal wires. This device has recently provided additional inappropriate shocks due to noisy signals with lower signal amplitudes. The system was subsequently explanted. No additional adverse events were reported.